Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a training/demo of a da vinci system a large suturecut needle driver instrument had a broken line. The instrument was replaced with a backup during training there was no report of patient involvement.